Event description:
It was reported that the implantable cardioverter defibrillator (ICD) delivered shocks due to an atrial driven arrhythmia. The health care professional (hcp) was calling about programming the device into magnetic resonance imaging (MRI) protection mode that was not used. This ICD remains in service. No additional adverse patient effects were reported.